Event description:
It was reported that the doctor explanted the battery. The battery was reserved for pick-up from pathology to return to the MFR. The pt was complaining of burning dysesthesia at the pocket site when the implantable neurostimulator (ins) was turned on. The pt also complained of redness and discomfort over the ins site during recharging. The leads were intact with no apparent damage at the time of the ins explant. The occipital pain which the ins had been implanted to treat had resolved and the pt no longer needed to use the ins, and due to the pocket discomfort chose to have the ins explanted. The leads were left in place in case the pain returns. There were no signs of infection at the time of explant.

Manufacturer narrative:
(B) (4).